Event description:
A nurse reported that a system message displayed and a fluid leaked from the cassette during surgery. The cassette was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).